Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and other spasticity. It was reported following one of the surgeries the healthcare professional (hcp) did not start the pump back up and the patient experienced withdrawal, their heart stopped, and the patient started to have organ failure. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected to include the report that the patient's pump and catheter were replaced in 2015, the catheter due to an issue with catheter stoppage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the clarifying information received from the patient's healthcare provider on 2017-oct-12 patient codes (B)(4) removed and patient code (B)(4) added to reflect the information from the patient's healthcare provider device codes (B)(4) removed and device codes (B)(4) added to reflect the information received from the patient's healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2017-oct-12. It was reported that this event had nothing to do with this patient. Hcp confirmed that the only issue was the patient's catheter stopped working and, when the catheter was checked, there was no backflow of csf. The patient's pump and catheter were exchanged in 2015. The hcp noted that the patient had previously been at 900 mcg/day and the dosage had to be dialed down in order to avoid overdose. According to the hcp, there was no withdrawal. The hcp reported that the patient did go to the ER a few times, but confirmed again that there was no issue with organ failure, the patient's heart being stopped, toxic underdose, or toxic overdose. Hcp confirmed that there was no device malfunction or programming issue with the pump and that the only issue was the catheter stoppage. The hcp reported that the resolution of the event was unknown, as was the patient's weight at the time of the event. The hcp also reported that the location could be provided by a manufacturer's representative, who was present at the time of the event. No further complications were reported.